Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). After predilation was performed, a 3.00x24mm promus element drug-eluting stent was advanced but the device was unable to cross the lesion. The physician then replaced the guide catheter with a 7f size and re-advanced the promus element stent. However, the shaft of the device fractured. The device was completely removed together with the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found several severe hypotube kinks across the length of the shaft and the shaft itself was broken at 522mm distal to the strain relief. The damage most likely occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). After predilation was performed, a 3.00x24mm promus element ¿ drug-eluting stent was advanced but the device was unable to cross the lesion. The physician then replaced the guide catheter with a 7f size and re-advanced the promus element ¿ stent. However, the shaft of the device fractured. The device was completely removed together with the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.